Event description:
It was reported the patient is experiencing intermittent stimulation. The stimulation will turn on or off by touching his ipg. An sjm representative met with the patient and lead diagnostic tests were normal. X-rays and a CT scan were ordered.

Manufacturer narrative:
The 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.